Event description:
It was reported that the irrigation sleeve on the cutting tip of the handpiece melted during a procedure. A backup device was used to complete the procedure. There was a delay of approximately 10 minutes. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Visual inspection of the alleged device confirmed that the irrigation sleeve was melted.